Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door kept failing. The field service engineer (fse) noted that the tower had multiple previous calls for latch issues, so all the old latches were replaced with the new style latches. The customer recovered and tested all tower doors. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.